Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had high pressure alarms. There was no patient involvement at the time of the reported condition. Field service engineer (fse) confirmed issue. Fse found a loose solenoid and re-tighten the solenoid assy. Unit passes all applicable calibrations and meets manufacture's specifications at the time of service.